Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The physician programmed the device to electrocautery-protection, turned on ablation, and could see pacing spikes but no capture. The boston scientific local area sales representative confirmed that the patient did not experience any asystole. Information suggests that this medical device has since been removed from service for a bi-ventricular upgrade, but not yet returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead did exhibit loss of capture during an ablation procedure which occurred near the distal coil of the rv lead. The physician had inquired as to av ablation recommendation for distance from the distal coil. The boston scientific technical services consultant indicated there was no minimum safe distance.